Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink and separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that there was no bend noted on the mini trek stent delivery system during device preparation. When the mini trek was being loaded the on the balance middle weight guide wire (bmw), the shaft near the hub bent and separated outside of the anatomy. The mini trek was easily removed from the guidewire and another mini trek was used in the left anterior descending coronary artery without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.